Event description:
The customer stated that the sample camera misread the barcode labels on 2 samples in the same batch test. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and cleaned the optics on the sample camera and illumination. The fe verified the adjustments on the sample camera. The fe investigated further and discovered that the customer was using a different barcode printer then was being used when the problem occurred. The fe had the customer print the same barcode data from the same patient on 2 different printers and discovered artifacts were being produced from one of the printers. This printer was verified by the customer as being the unit that originally printed the possible faulty labels. The it department was contacted and attempted to clean the unit, but was unable to remedy the problem. The it department will attempt to replace the unit. The customer ran controls on tests that were processed on this provue analyzer and verified that all of the control results were within the labs established qc ranges and that no issues with barcodes had occurred. The customer will not use the faulty printer with the provue instrument. Repairs have returned this instrument to expected operation. (B)(4).